Event description:
It was reported that a powered wheelchair unintentionally turned down a hill and the user used her foot to stop the chair. The user had her foot checked out after the event. The extent of the injuries are unknown.